Event description:
A report was received that the patient was experiencing pain in her right arm. The patient was reprogrammed and the physician prescribed lyrica for the pain. There is no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead, 70cm.